Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive force bipolar instrument to perform failure analysis. There was a 10.72 mm offset at the tips. The grips were not found to be cracked. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation. The probable root cause cannot be determined at this time.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument joint came unhinged, and a needle driver instrument was used to straighten it in order to remove it from the port. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.